Event description:
It was reported that the programmer screen was not responding to the touch pen. It was also noted that the programmer screen was dimmed. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer screen was not responding to the touch pen and the programmer screen was dimmed. Loose low voltage differential signaling (lvds) on the printed circuit board (pcb), caused both the screen fading and the unresponsive stylus issue. The hard drive was reconfigured, reloaded, and the software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.